Event description:
Patient implanted with rods, screws and locking caps at l2-s1 on (B)(6) /2010. Follow up CT scans and x-rays taken (B)(6) 2010 showed both right and left rods slipping out of the right and left s1 screws. CT scans taken (B)(6) 2010 in the comparison to the CT scan taken (B)(6) 2010 showed the distance between the l5 and s1 screw heads had lengthened. Surgeon removed and replaced the locking caps out of the right and left s1 screw heads. The rods and screws were not removed. The rod was long enough to add two more screws to extend the construct to s2. The locking caps were discarded. This is the second of six reports submitted on this event.

Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.